Event description:
Recent device interrogation at follow-up visit revealed high lead impedance consistent with lead fracture. Device was removed from service. No patient complications have been reported as a result of this event.